Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult a healthcare provider in regard to diabetes management. In addition, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer's blood glucose was displayed as "high"; although specific value was not provided. Customer administered a correction injection as well as a bolus via the pump to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.